Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior. An xtw clip (40724a1118) was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 10 degrees. To stabilize the clip, an additional xt clip (40110r1016) was was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Upon removal, it was observed that the gripper line was broken. Two clips were then implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue and broken gripper line were confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the reported single gripper actuation issue was due to the reported broken gripper line. The cause of the reported broken gripper line was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.